Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, after inserting the right ventricular lead the lead could not locate at the right ventricle apex position and dislodged. Attempt to reposition lead was made but the same issue persisted. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and unable to implant. As received, a complete lead was returned in one piece with all four tines were intact and undamaged. Electrical testing did not find any indication of conductor fractures of internal shorts. Visual inspection of the lead did not find any anomalies.